Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. The pump was unable to perform basic occlusion and occlusion test due to broken reservoir tube lips noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The pump was received with normal operating current. The pump passed self-test. The pump passed off no power test. The pump was received with minor scratched lcd window, missing reservoir tube o-ring, cracked case at the display window corners and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer declined to troubleshoot for high readings. The customer reported damage to the rim of the reservoir compartment. The insulin pump will be returned for analysis.